Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to hospital due to diabetic ketoacidosis and high blood glucose level. The blood glucose level was unknown at the time of incident. Cannula was bent. The insulin pump will not be returned for analysis.